Event description:
The surgeon reported that a crystalens (at-50ao) iol was removed intraoperatively from the patient's right eye due to a posterior capsular tear noted during the attempted implant. The delivery device was an amo silver series inserter. It is unknown at what point the capsule damage occurred. There was no incision enlargement or other patient injury. A different make, model, with 16.5 diopter size iol was implanted. No sutures were used.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitting upon completion of the investigation.